Manufacturer narrative:
Visual inspection performed by r&d project manager: circular black markings are visible on the glenosphere backsurface, possibly due to friction with the glenoid polyaxial screws. The glenosphere taper is partially dull. One may presume that the discoloration occurred following mobilization of the glenosphere from the glenoid baseplate. The glenosphere locking screw shows circular scratches and partial discoloration which may have been caused by friction with the glenosphere central bore.

Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 13.08.2020: lot 179113 : (B)(4) items manufactured and released on 20-mar-2018. Expiration date: 2023-03-07. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been already sold with 2 other similar reported events. Clinical evaluation: dissociation of the glenosphere from the metalback in rsa one year after primary operation. This dissociation is a known potential complication of rsa, described in literature. From the radiographs supplied, it is very difficult to determine if full seating of the glenosphere on the baseplate could be achieved at primary surgery. A very small presence of tissues or debris between glenosphere and bone may be sufficient, in certain anatomical configurations, to prevent full seating and therefore the correct working of the conical junction. No definitive reason for this complication could be identified with the information at hand. Other device involved in the event reverse shoulder system 04.01.0154 glenoid baseplate ø27x15 lot. 175037 (k170452). Batch review performed by medacta regulatory affairs department on 13.08.2020: lot 175037: (B)(4) items manufactured and released on 15-mar-2018. Expiration date: 2023-03-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without similar reported events.

Event description:
Primary surgery was performed on (B)(6) 2019. The surgeon discovered the dislocation of the glenosphere due to the loosening of the glenoid screw at x-ray. Revision surgery performed on (B)(6) successfully.